Event description:
The patient experienced withdrawal and has recovered since. The patient was extremely shaky, vomiting, and sweating over their entire body during withdrawal. The pump had a critical alarm due to a motor stall. The logs were checked. The stall never recovered. The patient reported the motor stall on the day of replacement surgery. The pump was replaced (B)(6) 2015. Patient status at time of this report was indicated as alive, no injury. The pump only had one motor stall according to the logs. The patient was currently receiving effective therapy. It was unknown why the pump stalled. The pump was used to deliver fentanyl, baclofen, and bupivacaine. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The pump was used to deliver fentanyl, compounded baclofen, and bupivacaine.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing; pumphead deformed pump tube.